Manufacturer narrative:
(B)(4). Information asked for, but unknown or not provided during initial contact. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hysterectomy, the blade tip broke off. The device was swapped out with a like device and there were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The tissue pad was found in good physical condition and properly attached to the clamp arm. In addition, the blade tip was intact and not broken off as reported by the customer. The device was tested with a generator and was functional. The device was disassembled to inspect the internal components and no anomalies were noted. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.